Event description:
Dealer was called by the (B)(6) to assess this issue. Dealer states that the right front caster does not touch the ground. Customer almost tipped over due to this. It appears that the right leg is bent. Not sure if unit arrive this way. Dealer is going investigate and call back.